Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drugs being delivered were 7.5 mg/ml bupivacaine at 7.52 mg/day, 45 mg/ml morphine (unknown) at 45.121 mg/day, and 1 mg/ml saline at minimum rate. The reason for use was non-malignant pain and chronic low back pain. It was reported that the hcp had attempted a dye study and was not able to aspirate so they decided on a full system replacement. When the pocket was opened up the pump was not attached to the catheter; the catheter was "hanging off of the pump at a 45 degree angle." Caller noted that the drug had been going into the pump pocket. It was unknown when the issue started. They reviewed programming of pfns with the tablet. There were no symptoms reported. The product will not be returned, as the pump and catheter were thrown out after the replacement procedure. There were no further complications reported/anticipated.